Event description:
The caller reported she has a pt that had a tracheostomy tube that leaked. The caller thinks it is the cuff but is not sure. The leak was detected in (B) (6) 2009. The pt's mother placed a new tracheostomy tube in the pt.